Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung resection. According to the reporter: stapler remained closed onto the pulmonary artery. It was necessary to perform a vascular suture with the risk to compromise a second pulmonary lobe. Additional tissue was resected to remove the device. Operating room time was extended by 40 minutes.